Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that the drive support cap stuck out. The customer did not press the cap while connected. The insulin pump was returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. However, the pump was received with a cracked and broken off end cap, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.